Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd. The following information was provided by the initial reporter: what happened? Blood was leaking out of grey hub near wings of catheter was it used on a patient. Yes. Any issues with the patient¿ catheter had to be removed and reinserted /blood backed up and leaked out the tubing, blood exposure risk to the staff and patient.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One photo and one 20 g nexiva device were provided for investigation. A functional test revealed a leak at the luer adapter. Impressions were visible in the luer adapter, which caused the adapter to be out of round. The damage appeared to be manufacturing related. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.